Manufacturer narrative:
The anchor is broken at its proximal end where it interfaces with the inserter. No suture was returned for examination. The inserter shows no damage, dimensional assessment of the inserter found it met print specifications. Dimensional assessment of the anchor is prohibitive due to its condition. It appears that excessive force was placed on the anchor during insertion likely causing the observed damage. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during a shoulder stabilization procedure, the sutures came away from the anchor when the surgeon pulled back on the handle to release the sutures and pull the inserter out. The anchor stayed in place, but was split in two. Both pieces of the anchor were removed from the patient. A backup anchor was placed in the same hole to complete the procedure. There was a minimal delay and no patient injury or complications were reported.